Manufacturer narrative:
D10 concomitant products: ms100705 short mini 5mm s/c/d st x10, (lot# p5b0552) ms100705, short mini 5mm s/c/d st x10, (lot# p5b0552) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial access step of a laparoscopic hernia repair, the three radially expandable sleeves became bent and unusable during three separate insertion attempts, and the cannula broke. The physician used a total of four radially expandable sleeves to gain access, successfully inserting the fourth sleeve of the same size to complete the procedure. No patient complications have been reported as a result of this event.